Event description:
It was reported that the catheter was inserted on (B)(6), 2012. Catheter was noted to be migrated out despite the cuff remaining embedded in the tissue. Patient required another central venous catheter to be inserted. Cuff left in place. A new line inserted (B)(6), 2012.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of revi0190 showed one other similar product complaint(s) from this lot number (411155).